Manufacturer narrative:
(B)(4). Batch # unk. Following additional information was requested but unavailable: please clarify: is the plastic tip of the device , the white tissue pad? Or is the plastic tip of the device, the blade? Did the piece fall into the patient? If yes: how was the piece of the device retrieved? Did the retrieval of the piece of the device alter the procedure? If yes, please explain: how was the procedure complete? Was there any patient consequence? If yes, please explain:

Event description:
It was reported that during an unknown procedure, the plastic of the device detached off the tip. Another like device was used to complete the procedure. It is unknown how the procedure was completed.